Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2017) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident. Approximately four years and eight months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident. Approximately four years and eight months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and eight months later, a computed tomography (CT) abdomen and pelvis without contrast showed that there was caval perforation. Multiple grade 2 perforations including 10 o¿ clock strut perforated 0.34 cm, 8 o¿ clock strut perforated 0.42 cm and multiple grade 1 perforations were noted. There was 5.24 degrees tilt in the coronal direction and there was no substantial sagittal tilt. There was a possible migration, and the apex of the filter was at the renal vein confluence. No definite fractured or missing struts were identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava.the definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 08/2017). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.